Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Fifty (50) used caresites valves with 1 blister was returned for evaluation. Visual examination of the 50 valves noted 49 of them had 1 or more vertical cracks on the female threads of the valve. No other visual defects were noted on the 49 valves. The 50 valves were leakage tested per specification with the 49 valves that had a crack failing the test with leakage noted the crack location. The valve with no visual defects passed the leakage test. The returned valves confirmed the reported defect of leakage. Five (5) retains were visually and physically tested per specification with passing results. A stop ring was added to the caresite valve. Since this lot was manufactured prior to this valve change, no further action is warranted at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy the product leaked. No injury reported.